Event description:
Patient (user) reported she experienced a urinary tract infection (uti). She reported catheters have been shorter lately. Her doctor said this may have contributed to her infection. The doctor also said the uti could have been caused by a problem with her kidneys or some other medical issue as she has had other undisclosed health issues recently. Patient was prescribed an antibiotic and recovered from the infection. She is trying a longer catheter.